Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received, on july 27, 2023, with lot number#: 2782538. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on patch/shell bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). And one opening on radius side assessed, as surgical damage. Additional observations: white particles on device outer surface are observed, wear abrasion is observed, creases are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced.